Manufacturer narrative:
Additional information: lot number was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: event was treated with medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the mi event as a target vessel non-q-wave mi, 3rd udmi spontaneous. Cec adjudicated the revascularization to treat the in-stent restenosis as clinically driven tlr pci. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the r-pda. Approximately 6 months post procedure the patient suffered target vessel nstemi of the rca and was treated with revascularisation of the r-pda with balloon angioplasty of the target lesion to treat in-stent restenosis of the des. The patient is recovered. The investigator assessed the event as not related to the anti-platelet medication or device. The sponsor assessed the event as not related to the anti-platelet medication and possibly to the device.